Event description:
It was reported by the affiliate that the (1) tct75 was used during an unknown by procedure. It was reported that the device would not cut and would not staple. The case was completed with another device and with no pt consequence.